Manufacturer narrative:
The customer performed assay performance testing. The customer has stopped running creatinine tests on this analyzer. Based on the available information, a general reagent issue could be excluded. The investigation reviewed the system alarm trace and found sample pipettor alarms on the date of the event. The field service engineer discovered an issue with the ultrasonic mixers. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for 2 patients tested on a cobas 8000 c 702 module. In the morning of (B)(6) 2021, the customer reported there was a sample probe crash during maintenance. The customer replaced the sample probe and did not repeat maintenance. The customer repeated a total of 130 samples and two samples had questionable creatinine results. The initial creatinine results were reported outside the laboratory. The customer performed repeat testing with the samples. Patient 3's initial creatinine result was 67.2 umol/l, and the repeat result was 94.5 umol/l. Patient 4's initial creatinine result was 60.9 umol/l, and the repeat result was 84.4 umol/l. The customer determined the repeat results were correct. The creatinine reagent lot number was 573739 with an expiration date requested but not provided.